Event description:
Davinci sureform 45 curved tip stapler would not engage. Message on screen read "instrument can not engage/be detected". Troubleshooting performed without success. FDA safety report ID# (B)(4).